Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced for unknown reason on (B)(6) 2024. No other information was available.